Manufacturer narrative:
Additional information: g3, h2, h6, h11. The reported adverse event could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a pfa procedure, bleeding from the right femoral access site was observed. Digital pressure and an adrenaline-soaked gauze was applied. On assessment, site was soft, slight bruising noted, no hematoma was observed, and no thrills detected, ultrasound performed. Hemostasis achieved.